Manufacturer narrative:
Model number/catalog number 72400024, serial number null batch/lot number 692253015, model/catalog description balloon fgs 61-70 cm. Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient went to the emergency room in january for a broken leg. A catheter was placed which damaged the urethra around the artificial urinary sphincter (aus) cuff causing urethral erosion. The physician diagnosed the erosion with a cystoscopy and then removed the whole system. There were no device performance issues with the explanted device. Around nine months later a reimplant procedure was performed in which a new aus was implanted. The patient was expected to fully recover following the procedure.